Event description:
Special procedures pack opened and had heparinized saline added to sterile bowl. Towels from the sterile pack were saturated with the saline in the sterile bowl. Moments later towels were removed and leftover saline was discolored from residual substance that drained from the towels. Saline was a brownish color. Used the procedure tray but discarded all items that were touched by solution. All packs after this incident the team disposed of towels and used a new sterile towel pack. Special procedures pack, exp 01/01/25, mfg date: 03/28/22, lot # 813054, exp: 10/01/24 mfg date: 04/28/2022 lot # 832405. Special procedures department.